Event description:
The customer reported that their AED is displaying a service code warning for replace battery pack. The customer performed a self-test of the device, but the AED displayed the same service code warning. The reported event did not occur during patient use.

Manufacturer narrative:
Analysis of the log files from the AED showed that the pads were not connected when the unit entered service in (B)(6) 2022; no pad warning continued weekly. The customer's failure to promptly address red asi warnings reduced battery life expectancy. The maintenance schedule is not reported. The customer was advised to remove the battery from service; it will not be returned for further evaluation. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function as designed. Maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.